Event description:
The physician walked in to assess the patient and noticed the thicker part of the catheter laying on the bed next to the patient. The thin part of the catheter was still in the patient.

Manufacturer narrative:
The complaint of external catheter breakage is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. The product instructions for use provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of rewb0470 showed no other similar product complaint(s) from this lot number.